Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. It was reported that the user may not have been properly trained in the correct technique, and the issue was resolved after retraining. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set would not flow. The event was further described as the nurse did not correctly connect the secondary line to the primary line, causing the set not to flow. The event was resolved after staff retraining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.